Event description:
It was reported that smart pass was repeatedly disabled on the subcutaneous implantable cardioverter defibrillator associated with this electrode. The field representative reported that the patient had received three inappropriate shocks due to t-wave oversensing after this feature was disabled. A copy of device data was obtained and submitted for analysis. Engineering review of device data found that smart pass had been disabled due to significant r-wave reduction in both the primary and alternate vectors. A technical services consultant noted that shock impedance measurements had changed over time and offered potential causes. Ts also suggested troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted which determined that the inappropriate shocks observed clinically were likely a result of oversensing which is a known inherent risk of device use.

Event description:
It was reported that smart pass was repeatedly disabled on the subcutaneous implantable cardioverter defibrillator associated with this electrode. The field representative reported that the patient had received three inappropriate shocks due to t-wave oversensing after this feature was disabled. A copy of device data was obtained and submitted for analysis. Engineering review of device data found that smart pass had been disabled due to significant r-wave reduction in both the primary and alternate vectors. A technical services consultant noted that shock impedance measurements had changed over time and offered potential causes. Ts also suggested troubleshooting options. This electrode remains in service. No adverse patient effects were reported.